Manufacturer narrative:
Additional manufacturer narrative: there was no allegation of product malfunction reported. Based on the information received, operational context and possibly placement difficulty secondary to the utilized source of placement imaging contributed to this event. Injuries to the coronary sinus are listed as a potential complication in the product instructions for use (IFU). The IFU and training manuals were reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards has reviewed many of these reports and has found that the root cause is typically related to a combination of vessel size/fragility and placement issues of the device. In this case, the patient was noted to be a female in her (B)(6). It was unclear if patient anatomical factors played a role in this event. No manufacturing non-conformance has been associated with the historical events which have been reported. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that during placement of a retrograde cardioplegia device a rupture of the ostium of the coronary sinus was noted via echo. The procedure was converted from a right anterior mini-thoracotomy (rat) aortic valve replacement (avr) to a sternotomy approach when an effusion of the dye was noticed on echo. Some hang up of the dye was also noted upon performing a fluoroscopic venogram. The placement may have been compromised by very poor echo imaging. Fluoroscopy imaging was late to the operating room. Once fluoroscopy was established, and also via echo, it did appear the device was successfully positioned in the coronary sinus. However, there was little to no ventricularization of the wave form response upon balloon inflation. Up to 1.4 cc of volume was used to inflate the balloon. With fluoroscopy, curling of the device was noted in the atrium, but no resistance was noted during insertion. There was no attempt to repair the rupture as it apparently self sealed. During preparation of the device, there were no notable damages or issues noted. It remains unknown if the patient had unexpected anatomical variances. It was reported the patient was stable.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned for evaluation and the reported clinical observation was unable to be confirmed. During visual examination, there was no visual damage, contamination, or other pertinent abnormality found on the returned device. The balloon was functionally tested and no issues were identified. Patency test was performed on all lumens and no leaks or occlusions were identified. There was no visual damage, contamination, or other pertinent abnormality found on the returned device. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.